Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a hawkone directional atherectomy device to treat a 150mm plaque lesion with little calcification in the proximal sfa. The vessel had a diameter of 6.5mm and had little tortuosity. The lesion had 80% stenosis. The procedure used a 7 fr non-medtronic sheath and a non-medtronic 300mm guidewire. The vessel was pre- but not post dilated. The device was prepped as per the IFU with no issues identified. It was reported that the nosecone of the device was bulging with plaque. The nosecone was intact aside from the bulge. The device had not been over packed. The same issue occurred with a second hawkone device. The cutter driver/thumbswitch did not stop functioning while in use in patient. The atherectomy procedure caused a dissection in the vessel. A 6mm protege stent was used to complete the procedure due to the dissection. No patient injury was reported.

Manufacturer narrative:
Product analysis: the hawkone device was returned attached to a cutter driver. No ancillary devices were included. Visual inspection: the hawkone was inspected and it was observed that the tecothane was bulged out approximately 2cm distal the cutter window. The damage was on the top plane of the distal assembly (opposite guidewire tubing). Under microscope the location of the expanded tecothane showed biological material beneath the expanded tecothane. The tecothane was expanded/stretched and bending of the laser drilled coils were noted. No observation of a tear or hole was noted. Functional testing: the thumb-switch was retracted and advanced with encountered resistance. The cutter could not advance past 1.5cm from the cutter window. If information is provided in the future, a supplemental report will be issued.